Event description:
This 51 year old female is 15 years post arthoplasty with swanson silicone metacarpophalangeal arthroplasties to the index and long fingers. Both of these arthroplasties have failed secondary to prothetic breakage. X-ray show the tip of the prosthesis has penetrated the cortex as well as broken prosthesis. Gross exam: two fragments with missing conical fragments. **this facility does not stock swanson devices, thus manufacturer not notifiedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.